Manufacturer narrative:
It was reported that, the 6 months after stent placement, it was found that the bsd1007fw was fractured at 1 cm lower than the center of the stent through the CT-scan. At the time of stent placement, the stenosis was strong and the stent was not fully extended in the next day of the placement, however, jaundice was relieved and the patient left the hospital two or three days later. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The biliary structure where stent was implanted is narrow and curvy. Stent can be frequently pressured due to patient's lesion status and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Stent was not removed from the patient, therefore it is difficult to judge fracture caused by device malfunction. However, based on the description, which was written that "the stenosis was strong and the stent was not fully extended in the next day", it seems that the stent was affected by strong stenosis despite one day after, resulted in non fully extended. Also, it seems that this part was consistently affected by pressure of the patient's lesion status, resulted in fracture. It is stated on user manual as follows. Potential complications: potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture. Procedure: assess the size and stricture of the stent lumen. A stent may require up to 1 to 3 days to expand fully. In addition, based on the description, which was written that "by seeing the endoscopic image at the time of stent placement, the stent was sticking out of the papilla into duodenum for about 3 cm, and it seemed to be longer than usual treatment sticking out of papilla.", regarding the total length of the stent is 7cm, it seems that the stent was sticking out nearly half. Also, it seems that food and/or any substance has affected the stent during the process of moving to the small intestine through the duodenum. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: bsd1007fw was placed at lower bile duct sticking out of papilla. On (B)(6) 2019: the patient visited to the hospital due to another disease and got CT-scan. Then, it was found that the bsd1007fw was fractured at 1 cm lower than the center of the stent. The distal part of the fractured stent was remaining in the bile duct, and the other part was in a small intestine. By seeing the endoscopic image and perspective image at the time of stent placement, the stenosis was strong and the stent was not fully extended in the next day of the placement, however, jaundice was relieved and the patient left the hospital two or three days later. By seeing the endoscopic image at the time of stent placement, the stent was sticking out of the papilla into duodenum for about 3 cm, and it seemed to be longer than usual treatment sticking out of papilla. Therefore, it is assumed that any force was applied to the part of the stent sticking out of the papilla, leading to the stent fracture. Additional stent was not placed for this patient.